Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels above 500 mg/dl due to the pump basal rate settings requiring adjustments. Boluses were delivered via the pump to address bg. Recommendation was made to consult with their health care provider to discuss diabetes management.